Manufacturer narrative:
The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a cataract extraction with intraocular lens (iol) implant procedure, the toric lens was shifted from 107 degrees by 60 degrees. Patient was high myope with long axial length. Additional information has been requested; however, further information has not been received.